Manufacturer narrative:
This report is being supplemented to provide additional information including the legal manufacturer's final investigation and further information provided by customer. Additionally, (h4) device manufacturer date was added. According to the customer, the device was cleaned and disinfected manually but not sterilized before it was sent in for repair. No automated reprocessing was performed. It was unknown what the material was or when the foreign material adhered to the device. However, as no automated reprocessing was possible, it could be foreign material from the previous intervention (as a manual cleaning process is never as effective). There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, there were no abnormalities noted in the accessories used for reprocessing. The endoscope was immersed in detergent solution, the air/water nozzle was cleaned with lint-free cloths/brushes/sponges and flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage caused by the wear of the scope cover packing, the pealing of the glue between light guide lens and the distal end, and breakage of switch1, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed, the switch one was damaged. In addition to the reportable malfunctions listed in section b5 the following findings were also discovered; water tightness was lost due to wear of scope cover packing, the water tightness was lost due to damage on switch one, water tightness was lost due to adhesive peeling between light guide lens and distal end, the insulation resistance value at distal end did not meet the standard value due to a chip on the plastic distal end cover, the light guide lens had a crack, the universal cord had coating peeling, and multiple parts of the scope were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a hole in the still image button. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the device had foreign objects in the nozzle of the scope, the adhesive of the bending section cover, knob, and the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.